Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter us a continu-flo soln set, 3 luer activated valves, in which a no flow was detected when used with an unspecified minibag. The facility is unsure if the IV set or the minibag. There was no patient involvement and no injury or adverse event is reported. No sample is available for evaluation. No additional information is available.